Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint received reporting that "there is a leak between the chamber and the pouch at the top of the pouch." No further information was available.

Manufacturer narrative:
The device history records were reviewed and the batch was released according to requirements. A detailed investigation or batch review is not required at this time. If additional complaints occur with this batch and with the same malfunction code, these subsequent complaints shall be assessed against the batch criteria data. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).